Manufacturer narrative:
Device evaluation summary: the protégé everflex stent with entrust delivery system was returned. No ancillary devices were included. The red safety pin was still inserted. The blue isolation sheath was detached from the handle assembly. A kink to the catheter at the rim of the distal portion of the isolation sheath was observed. The gold inner assembly was kinked at two locations which were in alignment with the kinks discovered on the red safety pin which was. Traces of adhesive were noted approximately 8mm distal the proximal edge of the isolation sheath. The adhesive went around approximately 75% of the sheath radius. The strain relief was removed and found no damage to the connector and evidence of adhesive throughout the rim of the connector. The distal tip showed no damages and the stent was still lo aded. The measured length of the stent was 15cm. A 0.014" guidewire was unable to be loaded the catheter, which may suggest the kinks observed occurred post-procedural. The total length of the returned unit was 150cm which is in accordance with the product labelling for lot a432654. The blue isolation sheath detached from the handle assembly.

Event description:
Physician intended to use an everflex entrust self-expanding stent with a 6fr sheath for the treatment of a 470mm slightly calcified; slightly tortuous lesion in distal location in the superficial femoral artery & popliteal artery of diameter 5mm. No damage noted to packaging, and no issues noted when removing the device from the hoop/tray. IFU was followed. The stent was introduced into the vessel on an unknown 0.014¿ guidewire. When the stent catheter was on the guidewire, the damage of the catheter was noticed. It was a kink and rupture of the stent catheter close to the handle. Stent was removed and replaced by another entrust 7x150 stent and the procedure proceeded without further issue. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.